Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary screen went black, and the station showed offline on remote support services (rss) the customer stated that there was no delay in issuing medications because another nearby station was available. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and there was no power. The station was operational, but aux drawers 4-1 and 4-2 were not detected on the bus. A field service engineer replaced the module controller and drawer controller for drawer 4-1, which was pulling down the power until the module controller failed. The field service engineer also updated the firmware on the replaced parts and configured the drawer in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.